Manufacturer narrative:
Section h4: corrected. Manufacturer¿s investigation conclusion: the reported event of an m1: motor stopped alarm was not confirmed. The centrimag motor (serial number: (B)(6) was not returned for analysis, and no log files were associated with the event. Available information indicates that there were no patient consequences as a result of the event, and the console and motor were exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had respiratory syncytial virus. The therapy was starting, and when starting the support, the console gave an m1 motor stopped alarm. The site immediately switched to the backup console and motor without consequences for the patient. The support was restarted, and it worked without a problem. The patient resided on mechanical ventilation, and extracorporeal membrane oxygenation (ECMO) therapy was being installed. The motor was not to be returned for now. It was noted that the event was for a pediatric patient.